Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed episodes of crosstalk on the implantable cardioverter defibrillator at 4 and 6 pm on (B)(6) 2020. The patient was not pacemaker dependent and his intrinsic rhythm was not affected by the crosstalk. The clinic elected to continue to monitor the patient at this time. There were no reported adverse consequences to the patient.